Manufacturer narrative:
The patient was born on an unknown date in (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The patient was hospitalized for the event. Treatment details and action taken with pd therapy were not reported. The patient's recovery status and outcome of the event were unknown. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported, on an unreported date, the patient was treated with unknown antibiotics for peritonitis. Three days after the receipt of this report, treatment with the antibiotics was discontinued. At the time of this report the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.